Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The service history of the past three years has been reviewed. The item was previously returned for service on 15-oct-2012, 25-apr-2013, 24-jul-2013 and 02-dec-2013 due to motor failure. The customer called in a service request for this item on 26-nov-2014 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the item was washed improperly and now runs constantly when battery is attached. Issue was discovered after cleaning. The malfunction did not occur during a procedure therefore no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.